Event description:
It was reported that the user reported a loss of glucose readings while using a dexcom g7 continuous glucose monitor (cgm) sensor, after which readings resumed during the call and no further assistance was needed. No adverse clinical symptoms reported. Outcomes included no impact to health and no alerts or alarms. User support included troubleshooting and user education performed remotely. Investigation of this case revealed transient signal loss between the cgm and the pump with no confirmed device malfunction and no identified responsible device. It was concluded, based on previously established findings for similar reports, that the cause was a temporary communication interruption resolved without intervention.

Manufacturer narrative:
Initial.